Manufacturer narrative:
Analysis of the submitted log files confirmed an increase in power over time; however, no device-related issues were identified during the evaluation of the explanted pump, and a correlation to the report of elevated lactate dehydrogenase (ldh) and suspected pump thrombosis could not conclusively be established. Additionally, a root cause for the reported decrease in estimated flow could not be conclusively established through this investigation. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and the distal portion was not returned. The sealed inflow conduit, sealed outflow graft, outflow graft bend relief, and bend relief collar were not returned. Evaluation of the outflow elbow and the proximal and distal-sides of the pump stators revealed no evidence of developed depositions or thrombus formations. Examination of the pump blood-contacting surfaces revealed small, red depositions in the outlet stator and around the outlet bearing cup of the rotor. These depositions were soft, lacked lamination, and were not adhered to the device. Given their lack of structure and adhesion, they did not appear to be present while the pump was supporting the patient and would not have contributed to the patient¿s elevated ldh or power increase. No developed depositions or thrombus formations were observed. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 9 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted to the hospital with elevated lactate dehydrogenase (ldh) greater than 1000 u/l in a setting of recent subtherapeutic inr. Heparin and integrilin infusions were planned, with further workup for suspected pump thrombosis. The submitted log file was reviewed by the manufacturer¿s technical services representative and an increase in power was observed. On (B)(6) 2017, it was reported that the patient was treated with an integrilin infusion. Inr goal was 2.5-3.0. The patient was on aspirin, coumadin and plavix, and the ldh decreased, but then elevated again. There were also fluctuations in pump speeds and flow estimations. Bilateral carotid duplex revealed stenosis. The vascular team was consulted and the patient was taken for carotid stenting on (B)(6) 2017. It was reported that the pump was exchanged on (B)(6) 2017. No additional information was provided.